Event description:
It was initially reported that foley catheter balloon ruptured in situ with no pieces reported missing from the catheter balloon. No add'l info was provided. When catheter sample was received on 6/13/97, a piece of the balloon was found to be missing. Add'l info has been requested & report being filed based on fragment is missing & unaccounted for.